Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 407 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer states the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer states the cannula was not bent. Customer's outcome pertaining to the complaint. The device will be returned for analysis.